Event description:
The account alleged the brakes on the head end ot the stretcher are no holding. No pt impact.

Manufacturer narrative:
The tech replaced the right head brake caster to resolve the issue.